Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had no alarm anomaly or erased memory anomaly was noted. No cosmetic damage was noted.

Event description:
The customer reported via email that he upgraded the insulin pump and put his basal rates and bolus wizard settings into the new pump. Customer stated that he transferred the reservoir from the old pump to the new pump and kept his working site in. Customer had it on during the day and his blood sugars continued to go up throughout the day. Customer ate, took insulin, took a correction, and then his blood glucose shot up in the 400's mg/dl. Customer could not get his blood glucose down. Customer took off the new pump and put the reservoir back in the old pump. The customer used a correction with the old pump and it brought his blood glucose down. Customer stated that it has been fine ever since. The history of bolusing and prime had been wiped out because the battery was out too long. Customer had multiple alarms in the alarm menu. The pump stated that it was not scrolling up or down and moving like it should. A replacement pump will be shipped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.